Event description:
This lead was returned without oos documentation from medtronic, inc. The following physician's office has no record of this patient. Biotronik representative neal hensarling had no information regarding this patient. This lead was returned for unknown causes. The date of explant is unknown.